Event description:
A surgeon reported a posterior capsular tear and problems with aspiration during a cataract extraction procedure. The procedure was completed with no further harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company rep examined the sys and observed an abnormal noise coming from the fluidics module during testing. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).